Event description:
The hcp reported they could only feel metal when attempting to access the implanted pump. The hcp indicated they used a template during the pump re-fill procedure and they had obtained telemetry from the device. The pump was replaced due to flipping.